Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements and the patient was checked in to the emergency room (ER). The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received reported that the cause of the observed out-of-range pace impedance measurements greater than 2,000 ohms was not conclusively determined. Lead/header connections were checked during the lead revision and deemed appropriate. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements and the patient was checked in to the emergency room (ER). The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.